Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 60 mg/dl. The customer reported that alarm was recurring during normal pump use. The customer declined the low blood glucose troubleshooting. The customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan the insulin pump will be returned for analysis.